Manufacturer narrative:
Further investigation of the returned slide confirmed the original determination that the barcode wrinkle caused variation in the bar code label surface, resulting in the barcode misread. Additional hazard analysis concluded that the risk of a bar code misread would be minimal, and that any such risk is mitigated by the following factors: standard laboratory practices preclude the possibility for potential mis-reporting of patient diagnosis. Laboratories record the patient accession number in a log book as well as on the requisition and specimen label. A misread accession number appearing on an autopap slide results report, would not match the log entry, requistion, or specimen label. Laboratory personnel are trained to cross-check all accession numbers prior to reporting results. H11: corrected data: correction to section b5: description of event or problem. The original report stated that: "the bar code reader software is designed to detect single substitution errors. The incident involved two substitution errors and, as a result, was not detected by the barcode reader." This statment is not correct. A correct statement regarding the software error checking algorithm is as follows: rather than using an extra digit for a bar code check sum or parity check (due primarily to space limitations of the bar code field), a much more stringent error checking algorithm has been used. A reported bar code has to have scans with identical readings. For each slide, a instrument can scan up to 18 pairs (left to right vs right to left) or 36 readings. Every time a qualified reading (no communication error, no length error, etc.) Is acquired, it is compared to each of the previous readings stored in a buffer. Once two readings are found to match completely (does not have to be a consecutive pair), the bar code scan/read procedure is returned with the matched bar code reading. If after 36 readings are acquired and still no matched two readings are found, an error of bar code read failure is reported.

Event description:
The user reported that during clinical trial testing, the autopap misread a pt slide ID number due to a wrinkle in the barcode label. The autopap misread patient ID #97-0113121-0 as #91-0413121-0 and printed the incorrect number on the "slide results report". The outcome of this event did not impact the patient, as results from the autopap were being used soley for the purposes of a clinical trial and not for patient diagnosis. Upon examination of the returned slide at neopath, it was observed that the barcode label was wrinkled in an area of the barcode corresponding to the misread portion of the patient ID. Additionally, it was observed that the label had been placed over top of two other labels, and that the user had not followed recommendations in the autopap operator manual to cover old labels with scotch tape in the event of overlabeling. Analysis of the "slide results report" indicated that the wrinkle in the barcode label caused the misreading of two digits in the patient ID number. The bar code reader software is designed to detect single substitution errors. This incident involved two substitution errors and, as a result, was not detected by the barcode reader.